Manufacturer narrative:
Little information is known at this time. We are attempting to gather medical records from the pt at this time. No conclusions can be made at this time.

Event description:
Pt phoned depuy spine reporting that she experienced an adverse outcome following cervical spine surgery. Discussion was held with pt the next day. She had cervical fusion c5-c7 performed 3-years ago. She claims that one of the six screws migrated out of the plate. She claims a portion of bone broke off and is free floating or within the disc.